Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) detected a pacing impedance measurement above 2,000 ohms. The patient was brought in for a follow up and interrogation of the ICD verified the high, out of range pacing impedance measurements. The shock impedance measurements were still in normal range. In addition, the pacing threshold values were also out of range. There were two episodes recorded in the arrhythmia logbook due to noise being oversensed. No inappropriate shocks or compromise in pacing therapy occurred due to the oversensing. It is believed that this right ventricular (rv) lead had fractured. As this patient is not pacemaker dependent and does not have any clinical indication to prevent sudden cardiac death via an ICD, the physician reprogrammed the ICD to monitor only. The patient will be seen again in a few weeks to reprogram the ICD to aai and shock therapy will remain off. The ICD will be explanted when it reaches elective replacement indicator (eri). No adverse patient effects were reported.